Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the therapy stopped working and managing physician suggested patient turn therapy off. Patient said that in (B)(6) 2023 started relocating to tennessee and found a physician to take care of the prolapse however also said that had a hysterectomy in november of last year and since then has experienced a return of bladder leakage. When asked, no changes to diet or medications, no falls or trauma. Patient also said that has noticed that when wears tight jeans, it hurts a lot more at the implant site. Reviewed therapy information and general programming guidance. With instruction, patient connected to implant and turned therapy on. Patient said that right now did not  feel stimulation. Patient will maintain stimulation level for now and will track symptoms before making an adjustment.

Event description:
Additional information was received from the patient. They reported that the cause of not feeling stimulation was not determined. The patient reported that the device will be replaced on (B)(6) 2025

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.